Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a (B)(6) year-old male patient, the device displayed a "defib pacer failure" message. Complainant indicated that the clinician obtained another device to continue pacing the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. Review of the device logs on the event date show a single occurrence of "pd reset" and "defib pacer failure" messages. These messages correlate with the reported message; however, a single occurrence is not necessarily an indication of a device malfunction. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.